Event description:
It was reported that an unspecified number of bd vacutainer® ultratouch¿ push button blood collection sets experienced a failure to contain blood or medication. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no. 367364 batch no. 8310613. A cracked tube lining on a butterfly needle.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® ultratouch¿ push button blood collection sets experienced a failure to contain blood or medication. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no. 367364, batch no. 8310613. A cracked tube lining on a butterfly needle.